Event description:
The pin holding the pitch drive assembly to the counter weight has a clip on either end to keep it in place. One of these clips came off, for unk reasons, and the pin fell out. The detector fell and hit the table base. There was no injury.